Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated that when they noticed they vented the patients stomach. They stated that they noticed blood after venting. The patient does have an ulcer and the patients doctor stated it was unclear if the blood originated from the ulcer or from the patient being vented. Mmdg did follow up with the initial reporter, who stated that the patient had received a replacement pump, there was no delay in therapy and the patient was doing well after the event. (B)(4)